Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 13mm from the tip and is approximately 17mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in an arteriovenous shunt in the non-calcified posterior tibial artery. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured before reaching the rated burst pressure. The procedure was completed another of same device. There were no complications reported and the patient condition was stable following the procedure. It was further reported that the balloon ruptured during the first inflation and the device was completely removed carefully and successfully.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in an arteriovenous shunt in the non-calcified posterior tibial artery. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured before reaching the rated burst pressure. The procedure was completed another of same device. There were no complications reported and the patient condition was stable following the procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in an arteriovenous shunt in the non-calcified posterior tibial artery. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured before reaching the rated burst pressure. The procedure was completed another of same device. There were no complications reported and the patient condition was stable following the procedure. It was further reported that the balloon ruptured during the first inflation and the device was completely removed carefully and successfully.